Manufacturer narrative:
Customer reported to product monitoring that staff had lowered the table onto a bogy foot pedal. The customer removed the obstacle from under the table, reset the system and all functions returned. System is functioning without any reported issues. Field service engineer (fse) went on site and found the table operating properly with both the hand and foot controls. Fse checked system per service checklist qssrwi4.1 and the system was returned to service. There was no defect nor malfunction of the system. When the table is moved onto an object, it is designed with collision sensors to stop the table to prevent damage to the table. The table performed as designed.

Event description:
On (B)(6): customer reports via phone that during an undetermined urology procedure, the table movement failed. Staff moved the pt to another room where procedure was completed without further incident. Customer could not provide pt or procedural information other than to say the pt is fine. No reported injury.